Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the electronic patient event files and verified the reported issue. It was observed that a power off/power on occurred after approximately 39 minutes of device use. The device powered off again approximately 11 seconds later. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a cardiac arrest, their device powered itself off 35-40 minutes into the event. The device immediately turned back on and then seconds later, it shut off again. The device was then powered back on and there were no further issues. The customer reported that the patient's rhythm was sustained asystole during the entire event; however the customer did not report the patient's outcome. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Event description:
The customer contacted physio-control to report that during a cardiac arrest, their device powered itself off 35-40 minutes into the event. The device immediately turned back on and then seconds later, it shut off again. The device was then powered back on and there were no further issues. The customer reported that the patient's rhythm was sustained asystole during the entire event; however the customer did not report the patient's outcome. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control received the followed patient information from the customer: patient identifier: (B)(6). Age: (B)(6). Sex: m. Weight: (B)(6). Other relevant history: substance abuse; vicodin. The customer reported to physio-control that the patient did not survive the event. The customer stated that the reported issue with the device did not cause or contribute to the patient's outcome. Physio-control performed a clinical assessment of the event and determined that the device use did not contribute to the patient's outcome. A review of the device electronic record of the event showed defibrillation was not indicated based on the ECG.

Event description:
The customer contacted physio-control to report that during a cardiac arrest, their device powered itself off 35-40 minutes into the event. The device immediately turned back on and then seconds later, it shut off again. The device was then powered back on and there were no further issues. The customer reported that the patient's rhythm was sustained asystole during the entire event; however the customer did not report the patient's outcome. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.